Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient indicated that there was no change in activity, fall, or similar event which lead to the por. The patient did state however that after meeting with a manufacturer representative it was determined that the "battery is not longer working." At the time of this report there was no replacement or further action planned. Patient status is unknown at the time of this report.

Event description:
The patient reported they tried adjusting the device with programmer on the day of this call and received a message of a phone and looks like a doctor with the word por. The patient had not been feeling the tingling sensation, like had before. The patient¿s indicators were for fecal incontinence/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.